Event description:
It was reported that the user received an occlusion alert while using the contact detach infusion set and resolved the issue after performing a supply change. Symptoms included an occlusion alarm with interrupted insulin delivery, blood glucose remained unaffected and no adverse clinical symptoms were reported. Outcomes included restoration of insulin delivery after the supply change; no ems or hospitalization was required and no long-term health effects were reported. User support included troubleshooting and education provided by customer care. Investigation of this case revealed an insulin flow occlusion that was resolved by replacing the infusion set and related supplies. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion.